Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Discomfort in both knees [musculoskeletal discomfort]; hardly been able to walk [gait disturbance]; pain in both knees [arthralgia]; swelling in both knees [joint swelling]; unable to sleep at night [poor quality sleep]; right leg became swollen from knee down to ankle [oedema peripheral]. Case description: spontaneous report received on (B)(4) 2009 from a (B)(6) female pt, initials (B)(6). The pt had a history of osteoarthritis and synvisc treatment "a number of years ago." The pt received injections of synvisc-one in both knees on (B)(6) 2009. The pt reported discomfort in both knees the day after she received synvisc-one. She experienced severe, horrendous pain and swelling in both knees two days after synvisc-one. She stated that her right knee became swollen from the knee down to the ankle, which resolved after one week. The pt was unable to sleep at night after she received synvisc-one and was getting only two hours of sleep per night, but was unable to sleep normally at this time. The pt stated that the knee pain and swelling was worse in her left knee. She had hardly been able to walk and had pain when walking. At one point, the pt had to pull herself up her front porch steps. She reported that the bilateral knee pain was getting less severe over the five weeks since she received synvisc-one, but continued to be worse than prior to synvisc-one. The pt stated that she saw her physician on (B)(6) 2009 and was injected with steroids in both knees which calmed the pain and swelling in both knees. The pt was also currently taking celebrex for the knee pain. As of the date of receipt of this report, the pt had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.